Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead was exhibiting noise and causing loss of pacing. Lead insulation damage was suspected due to the suture being tied to the lead instead of the suture sleeve. The lead was capped and replaced with no complications on (B)(6) 2018. Patient was doing well.